Event description:
The customer called and reported experiencing high blood glucose of 478 mg/dl. Furthermore, the customer's sensor was not adhering, following insertion. Customer was advised to monitor issue and call back if it were to recur. Customer was advised the sensor would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.